Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 1.1 was not detected on the bus. A field service engineer (fse) arrived on-site and proceeded to the pharmacy with an escort. Upon arrival at the reported station, no failure was observed. Due to a history of repeated failures, the fse entered support mode and used the hardware testing application (hta) to test auxiliary drawers 1.1 and 1.2. Drawer 1.2 was found to have a failed rail with ball bearings dislodged and lodged against internal components. An attempted replacement with a field-recovered drawer failed due to another faulty rail. The fse planned to locate a new half-height cubie drawer for replacement. A customer-provided replacement drawer was installed, and the auxiliary pyxis bus cable was found to have visible damage was also replaced. Both drawers were successfully tested using diagnostic tools. The escort logged into the station and confirmed drawer functionality and medication access with no issues. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers were not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.